Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 double head pump was unresponsive during a procedure. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufacturers the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4)received a report that the touch screen of the s5 double head pump was unresponsive during a procedure. There was no report of pt injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.